Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump appears to have infused at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that "there was over 100 ml of formula left in bag at the end of 8 hour overnight feeding." The pump was set to a rate of 40 ml and a dose 480 ml. They also stated that there was no missed or delay in feeding. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation the pump was found to be under infusing. The under infusion was caused by debris/dirt on the roller assembly due to improper cleaning. The pump did under infuse, however, it was still within the volumetric range that mmdg considers not reportable. Based on this information, no MDR was required.

Event description:
The initial reporter stated that "there was over 100 ml of formula left in bag at the end of 8 hour overnight feeding." The pump was set to a rate of 40 ml and a dose 480 ml. They also stated that there was no missed or delay in feeding. (B)(4).